Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("removal") and embedded device ("embedded essure devices") in a 41 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of social alcohol drinker, urticaria, seizures, dyspareunia, dysmenorrhea and pelvic pain. Previously administered products included: hydrochlorothiazide, lamictal, meloxicam, myrbetriq, omeprazole and lotrisone. The patient had a family history of asthma, diabetes, gerd and hypertension. On an unknown date, the patient had essure inserted. On an unknown date she experienced embedded device (seriousness criterion medically important). The patient was treated with surgery (laparoscopic hysterectomy with bilateral salpingectomy). On (B)(6) 2023, she underwent medical device removal (seriousness criteria medically important and intervention required). Essure was removed the same day. The reporter considered embedded device and medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2023: a uterus with bilateral fallopian tubes; hysterectomy with bilateral salpingectomy: serosa: no significant abnormality. Cervix: parakeratosis and mild chronic cervicitis. No dysplasia. Endometrium: proliferative endometrium. No atypia. Myometrium: adenomyosis. Right and left fallopian tubes: embedded essure devices (gross diagnosis). Left fallopian tube: benign paratubal cysts. Right round ligament mass, biopsy: nodular fibrosis with calcification and hemosiderin. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 31-oct-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("removal") and embedded device ("embedded essure devices") in a female patient who had essure inserted for female sterilisation. The patient had a medical history of social alcohol drinker, urticaria, seizures, dyspareunia, dysmenorrhea and pelvic pain. Previously administered products included: hydrochlorothiazide, lamictal, meloxicam, myrbetriq, omeprazole and lotrisone. The patient had a family history of asthma, diabetes, gerd, and hypertension. On an unknown date, the patient had essure inserted. On unknown dates she experienced embedded device (seriousness criterion medically important) and underwent medical device removal (seriousness criteria medically important and intervention required). Essure was removed on (B)(6) 2023. The patient was treated with surgery (laparoscopic hysterectomy with bilateral salpingectomy). The reporter considered embedded device and medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2023: a uterus with bilateral fallopian tubes; hysterectomy with bilateral salpingectomy: serosa: no significant abnormality. Cervix: parakeratosis and mild chronic cervicitis. No dysplasia. Endometrium: proliferative endometrium. No atypia. Myometrium: adenomyosis; right and left fallopian tubes: embedded essure devices (gross diagnosis) left fallopian tube: benign paratubal cysts. Right round ligament mass, biopsy: nodular fibrosis with calcification and hemosiderin. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.